Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an unspecified product performance issue. An invasive procedure was performed to cap the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead did not deliver pacing when required. An invasive procedure was then performed to cap the lead. No additional adverse patient effects were reported.